Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "on annual service visit, fellow service engineer found that inspiratory valve was leaking. "